Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during cataract surgery, the phacoemulsification tip became occluded. As a result, the patient experienced a wound burn. Sutures were used to close the wound.

Manufacturer narrative:
One hundred and forty two (142) 45 degree phaco tips, in unopened blisters, were returned for evaluation for the report of becoming occluded and resulting in mild wound burns. The customer did not provide the lot number associated with this particular report. However, there were two possible lot numbers provided. A review of the device history records traceable to two reported lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were four additional complaints associated with the lots for the reported issue, from the same entity. A visual inspection was performed on 32 samples out of the 142 returned phaco tips returned. All phaco tips were deemed visually conforming with no obstruction observed in either pathway of the tip. A functional flow test was performed through the inside diameter of the 32 samples to check for any obstructions. All phaco tips were deemed conforming for this test. The complaint evaluation cannot confirm the phaco tips were occluded or were associated with the mild wound burns. All phaco tips evaluated met specification. The reason why the doctor was experiencing occlusions while using the phaco tips cannot be determined from this evaluation. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. The manufacturer internal reference number is: (B)(4).